Event description:
The event is reported as: the user facility alleges that the endotracheal tube kinked during intubation. The doctor manually un-kinked the tube. No report of a pt injury.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.